Event description:
It was reported that the patient presented to the emergency room for unrelated reasons. Upon review, the leadless pacemaker had dislodged and migrated into the lung. The device was deactivated and left implant in the patient's body. A new device was then successfully implanted. The patient condition was stable.